Event description:
Procedure: inguinal hernia repair. According to the report: the balloon separated from the trocar during the procedure. No pieces were left in the cavity and or time was not delayed. No bleeding or patient injury reported.

Manufacturer narrative:
(B) (4)